Event description:
The lay user/reporter called lifescan (lfs) on august 15, 2006, and alleged that her son's meter was displaying the battery icon. The medical affairs specialist mailed a letter on august 18, 2006 since the user/ reporter could not be reached by telephone for further clarification. The patient was unable to test his blood glucose as the meter was displaying the battery icon. A few weeks ago, he began crying as stated that he felt low. His mother was able to give the patient oral glucose. No medical attention was reported. His blood glucose was not tested on another device. The reporter stated that the meter does not operate on a consistent basis. It would have been helpful to know: how long the meter issue has been occuring, the date of the event, the patient's medication regimen, and if he made any changes or adjustments to it. The battery was replaced when the battery indicator first appeared. The battery symbol then reappeared. The battery has been replaced several times, but the issue was not resolved. This complaint is being reported, as the patient was unable to test his blood glucose and subsequently had symptoms that the reporter felt represented a hypoglycemic episode. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.